Manufacturer narrative:
Additional information: d10, h3, h6, h10 the reported ventricular oversensing was confirmed through egm review, device was found normal. Stored egm review revealed oversensing, the cause of the oversensing was consistent with lead noise. Review of the programmed device sensing parameters revealed normal device sensing configuration, the device's sensing was normal based on its programmed settings. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon investigation, a noise reversion episode from (B)(6) 2020 showed large amplitude baseline noise that was interpreted by the device as physiological signal (over-sensing). Further investigation confirmed that the signal was non-physiologic and appeared to be electromagnetic interference or baseline noise. The device was explanted and replaced. The patient was stable.